Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient underwent a left revision on (B)(6) 2011 and a right revision on (B)(6) 2012 due to patient allegations of metallosis and other unknown medical symptoms and conditions. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient underwent a left revision on (B)(6) 2011 and a right revision on (B)(6) 2012 due to patient allegations of metallosis and other unknown medical symptoms and conditions. Additional information provided from legal counsel with operative notes on left hip indicates sterile appearing fluid, cottage cheese appearing metallosis reactive tissue, metallosis debris, fretting, pitting and wear, hypertrophic capsule, a fracture and soft tissue destruction at time of left hip revision. Further information with operative notes on the right hip indicate clear fluid consistent with alval reaction, cottage cheese appearing material consistent with alval reaction, hypertropic capsule and metallosis reaction at time of right hip revision. Additional information from legal counsel with operative notes indicate patient¿s blood test results for chromium and cobalt were elevated at time of left hip revision. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2013-01244/ 01249).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states,"material sensitivity reactions." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2013-01244/ 01249).